Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations confirmed that both blades on the instrument exhibited darkened discoloration at the tips. The dark discoloration on the blades did not come off when the blades were wiped with a wet towel. Some discoloration of the blades is normal and expected as a result of repeated cautery activation. Discoloration of blades does not affect cut performance, instrument was able to cut cleanly through 0.006 latex. Electrical continuity testing passed. Functional cautery test was performed on wet paper towel and no abnormalities were noted when using cut and coag monopolar modes. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the tips on the monopolar curved scissors instrument burned as soon as it was plugged into the electrosurgical unit. The instrument was not inside the patient at the time and was not used on a patient after the reported issue was identified. There was no allegation of harm or injury to a patient.